Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d), right atrial, and coronary sinus leads were explanted due to a patient infection. An attempt was made to explant the defibrillation lead however, this lead could not be explanted. The device also had eroded through the skin. No further adverse patient effects were reported. A request was made for product return.

Manufacturer narrative:
Should additional information become available, this event will be updated.